Event description:
Reporter stated that she had a ventral laparoscopic robotic hernia surgery and that she was damaged during surgery. Was told that she had many bacteria infections, was on PICC line for 52 days, having chills, can feel the area where the scope went in and it hurts. Have rash on wrist and ankles and muscle aches. Surgery performed at (B)(6).